Event description:
It was reported that catheter removal difficulties and stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 24 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion. During insertion and removal of the device, strong resistance was encountered. After the device was removed, the physician noted that the stent remained mounted but both ends of the stent were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. The stent was damaged at the proximal end due to "dogboning" where a partial positive pressure has been applied to the balloon causing the stent to flare at both ends, followed by withdrawal of the device aggravating the damage. The proximal stent struts were raised and bent distally towards the tip of the device. The distal end of the stent, although partially inflated did not exhibit any sign of damage. A visual examination of the balloon cones confirmed that the device had been subjected to a partial positive pressure. The presence of a solidified white substance possibly contrast media or saline was noted within the balloon material. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 24 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion. During insertion and removal of the device, strong resistance was encountered. After the device was removed, the physician noted that the stent remained mounted but both ends of the stent were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).